Event description:
It was reported that the patient came in after hearing device tones. Interrogation showed intermittent high pacing impedance and slightly elevated threshold. The pacing impedance trend had been spiking up and down since implant. The lead/device interface was inspected via fluoroscopy and visually, and determined to be fine with the pin noted to be past the setscrew. Lead impedance through the analyzer was stable. The device was explanted and replaced, with impedance stable through the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).